Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 400-500mg/dl. Initially the mother stated that the customer tested her blood glucose with the blood glucose meter and the insulin pump alarmed. Explained the mother that the device is alarming because it is asking for a sensor's calibration. The caller stated that the customer has not been able to calibrate the sensor all day due to her low and high blood glucose. The mother called back to report that the customer has lost the sensors because she does not wear in her stomach. Advised to insert the sensors at 45 degree angle to resolve the issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.